Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that between (B)(6) 2024 to (B)(6) 2025, the battery usage of this implantable pacemaker had increased from 135% to 157%. The physician suspected potential premature battery depletion, and this device was subsequently surgically explanted and replaced to resolve the event. No additional adverse patient effects were reported. This pacemaker was discarded and will not be returned for evaluation.

Event description:
It was reported that between (B)(6) 2024 to (B)(6) 2025, the battery usage of this implantable pacemaker had increased from 135% to 157%. The physician suspected potential premature battery depletion, and a replacement procedure will be scheduled to resolve the event. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported.